Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record review could not be performed. The cause of the complainant's event could not be determined from the information available. Allergic-like reactions to pla materials (plla, pldla) have been reported. These reactions have sometimes necessitated the removal of the implant. Product directions for use (dfu-0107) warns of possible foreign body and allergic-like reactions to the implant materials. Patient's sensitivity to device materials must be considered prior to implantation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the patient developed post op abscess, infection and bone erosion. Original date of surgery (B)(6)2009. In (B)(6) 2009 signs of rejection in the 2nd toe were successfully treated with antibiotics and rest. (B)(6) 2010, patient presented with further swelling. Second surgery (B)(6)2010; bone cortex had eroded; pieces of implant were still in bone; those were removed. No bacteria found in the infection. Bone grafts were implanted to fill in void of abscess. The 3rd toe has not had any problems.